Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: under infusion. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. When the pump was powered on, the pump was set to intrafix mode, which is the pump setting designed for use with intrafix IV sets. Intrafix IV sets are not sold in the us, and the pump should not be used in this setting when using sets that are sold in the us. The correct setting for the pump is vista mode. The pump was switched to vista mode, and a delivery accuracy test was performed and tested within specifications. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.